Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported via phone call that she was hospitalized for low and high blood glucose. Customer had an incident where her blood glucose was 30 mg/dl. Customer had another incident where her blood glucose was 300 mg/dl to 400 mg/dl. During troubleshooting, device passed the displacement test. After troubleshooting, customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.